Event description:
It was reported that post implant the patient has capsular contraction and the lens is becoming asymmetrically vaulted. The surgeon is evaluating treatment options. Additional information has been requested, but has not been received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.